Event description:
It was reported that the customer could not read the insulin pump's lcd screen. His blood glucose level was 217 mg/dl. The insulin pump was squeezed by a wheel chair. A big dot was inside the lcd screen the customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.